Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen was difficult to use. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: has trouble using thumb to push the white top in on pen and has to use two hands no complaint on drug just pen.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. A DHR could not be performed. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ pen was difficult to use. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: has trouble using thumb to push the white top in on pen and has to use two hands no complaint on drug just pen.